Event description:
It was reported that balloon rupture occurred. The patient experienced artificial arteriovenous fistula stenosis, and a procedure of autogenous arteriovenous fistula balloon dilation and angioplasty was performed. A 8.0 x60, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure at 18 atmospheres, the balloon was broken. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.

Event description:
It was reported that balloon rupture occurred. The patient experienced artificial arteriovenous fistula stenosis, and a procedure of autogenous arteriovenous fistula balloon dilation and angioplasty was performed. A 8.0 x60, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure at 18 atmospheres, the balloon was broken. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable. It was further reported that the target lesion was 78% stenosed, moderately tortuous and mildly calcified. The balloon material itself ruptured when it was inflated at 18 atmospheres for 30 seconds. The device was removed through the catheter.